Event description:
It was reported that a patient underwent a tension free repair of right inguinal hernia procedure on (B)(6) 2025 and suture was used. The patient was admitted to the hospital due to a right inguinal hernia. On the first day of admission, surgery was performed at 10:10. There was no active bleeding during the use of sutures, and the wound was repeatedly washed. When suturing the patch, it was found that the suture was broken. The broken suture was immediately removed, the wound was cleaned again, and the suture was replaced immediately. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/11/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Was the wound re-sutured during the same procedure? If not, please explain. Can you identify the product code and lot number of the product involved? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.